Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced to and positioned on the mitral valve. During the deployment process, the clip was noted to continuously open and failed to establish final arm angle (efaa). The clip was removed and replaced with a different clip which was successfully implanted reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement of the clip failing to establish final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported unintended movement in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.